Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive. System operates as intended.

Event description:
It was reported that the system had an intermittent boot up problem during a pm. No patient injury was reported.